Event description:
Pt (male, dob 1954, under constant heparin medication and marcumar). Intervention on the (B)(6) 2013, ECMO extracorporeal membrane oxygenation) before lung transplantation. Connection of the albogaft prosthesis as a perfusion conduit in the groin and extracorporeal to the ECMO. The graft was punctually leaked at 2 defined small spots through the wall. Bleeding was stopped with tachosil. The lung transplantation was carried out. The pt expired later in the same day in the ICU. According to the physician, the pt death was not related to the albograft.

Manufacturer narrative:
We have received a piece of the complaint device for evaluation. However, due to its size and previous exposure to fluids we were not able to draw any conclusions about the failure. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All mfg and qc steps were completed in accordance to mfg instructions. We found that all of the lot release testing for lot 77445 had passed the requirements for lot release without any issues. Further, our investigation found that the "brother" of the complaint graft (sn (B)(4)-the part of the same graft before cutting step to different lengths) was implanted according to its cleared indications without any issues, at the same hosp. The root cause of the failure remains inconclusive. Please root cause of the failure remains inconclusive. Please note that albograft devices are not indicated for use as a perfusion conduit for extracorporeal circuits for prolonged periods of time. Such off label use of the device may be contributed to the failure.